Event description:
Additional information received from the customer clarified that the air/water problem occurred during a diagnostic procedure. The procedure was delayed about 10 minutes in order to exchange devices.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and additional evaluation results. See b5 for the information from the customer. Additional evaluation found the nozzle was clogged with a white crystalline substance. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2: e2 was inadvertently checked; reporters title is not available. Correction to h10 device evaluation: the device was returned to olympus for inspection, and the customer's complaint of air/water issues was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The customer reprocessed the device in a correct way. The root cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope had an air/water problem. The issue was found during reprocessing after a diagnostic enteroscope procedure. The procedure was completed with the scope and there was no delay. The customer did not find any foreign material and the scope was reprocessed according to the instructions. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The water removal ability did not meet standard due to clogging of the nozzle. The report is being submitted due to foreign material in the nozzle found during evaluation.